Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 23 and 288 mg/dl. The normal control range was 100-138 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.

Manufacturer narrative:
The customer could not read the product code, so it was not provided.